Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-mar-2026, an arthrex subsidiary employee reported via email that an ar-1588rt-2j tightrope ii rt with deploying suture experienced an issue during use. While the surgeon was advancing the graft slightly further into the femoral tunnel and simultaneously applying tension from the tibial side, the suspension and intra-articular graft became separated and remained in the support¿s hands, resulting in damage to the suspension sutures. A different suspension was used to complete the procedure. No additional anesthesia or surgery was required. This issue occurred during a procedure on (B)(6) 2026, and no patient harm was reported. Additional information was received on 23-mar-2026: this was discovered during an anterior cruciate ligament procedure. The initial implant was successfully removed from the patient. All detached fragments were accounted for and retrieved from the patient. The case was completed using an ar-1588rts acl tightrope rt implant delivery system. The case was not delayed.